Event description:
It was reported that while injecting insulin into pt, there was a leak in tubing. Pt had to receive needle injection of insulin to bring blood sugar to proper level. There were no associated pt complications reported.

Manufacturer narrative:
Without sample or lot number, no further eval can be performed.